Manufacturer narrative:
No patient involvement. Medtronic rep tested the o-arm system. He found the candle sticks ohmed out properly. He visually saw both filaments glowing on tube, r7 on the interface board energized while selecting 125ma large focal spot on the remote desktop using single shot mode, and pressing the handswitch for x-ray, re-seated all connections on the ht board restarted system and system functioned as normal, pm testing resumed and passed, system is fully functional. Replacement parts were sent to the site, but returned unused.

Event description:
A medtronic representative reported that the o-arm system large focal spot would not allow x-rays and caused error 15 on the remote desktop. This was discovered during a system preventative maintenance. No patient present.